Manufacturer narrative:
(B)(4). Follow up. A device history record review was completed by our quality engineer team for provided material number 305127 and lot number 2299358. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a packaging blister top web. No other information could be obtained from the photo. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time.

Event description:
No additional information received materials#: 305127 batch#: 2299358. It was reported by the customer that, 1 general surgery case, the surgeon used for local anesthetic, stated she went "straight in as always" with the needle and the needle was gone when she pulled the rest of the product out. 1 ob case, the anesthesiologist again using for local anesthetic, stated he went straight in and the needle was no longer attached. Verbatim: we had two cases where this happened within a week: 1 general surgery case, the surgeon used for local anesthetic, stated she went "straight in as always" with the needle and the needle was gone when she pulled the rest of the product out. 1 ob case, the anesthesiologist again using for local anesthetic, stated he went straight in and the needle was no longer attached. We haven't had this occur within our system that I can find, and twice within 7 days resulted in our medical staff leadership asking for product review and follow up. Looking forward to your review and guidance. . Both of these hypodermic needles were in packs, one built by medline and one by b braun.

Event description:
Materials #: 305127, batch #: unknown it was reported by the customer that, 1 general surgery case, the surgeon used for local anesthetic, stated she went "straight in as always" with the needle and the needle was gone when she pulled the rest of the product out. 1 ob case, the anesthesiologist again using for local anesthetic, stated he went straight in and the needle was no longer attached. Verbatim: we had two cases where this happened within a week: 1 general surgery case, the surgeon used for local anesthetic, stated she went "straight in as always" with the needle and the needle was gone when she pulled the rest of the product out. 1 ob case, the anesthesiologist again using for local anesthetic, stated he went straight in and the needle was no longer attached. We haven't had this occur within our system that I can find, and twice within 7 days resulted in our medical staff leadership asking for product review and follow up. Looking forward to your review and guidance. Both of these hypodermic needles were in packs, one built by medline and one by b braun. Additional information: response received. 1. Are you able to provide the dates of the events in the format of dd-mm-yyyy? If unknown, can state unknown. Patient 1 (B)(6) 2023, patient 2 (B)(6) 2023. 2. How was the patient outcome? Are there any clinical signs, health consequences or impact? Patient 1: patient experienced some redness/fever, patient was seen in the outpatient setting, stated he could feel the needle causing discomfort. Surgeon scheduled removal in the or setting which was completed on (B)(6) 2023. Patient 2: could not find quickly, patient was in active labor. Decision was made to leave in and resume delivery process. Further exploration was completed the next day ((B)(6) 2023) and due to difficulty accessing, decision was made to leave it in. No further concerns or complications from patient. 3. Any adverse event or serious injury reported to patient or health care professional? Patient 1: need for second surgery to remove. Patient 2: additional imaging, minor procedure to explore for needle following day. 4. Are you able to provide correct batch information? Heidi, is this a no? We utilized a pack of which the needle was a component. 5. Was there a delay of, or change in, the course of treatment due to the event? Patient 1: the patient spent approximately 45 additional minutes in the operating room on (B)(6) 2023 while the surgeon attempted to find the needle manually and with imaging. Could not easily retrieve and elected to leave in and monitor during the initial surgery. The patient then had a second procedure in the operating room ((B)(6) 2023) to remove due to symptoms. Patient 2: additional imaging, exploration following day. No symptoms communicated. 6. How was treatment completed for customer? Additional surgery 7. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Patient 1: this was pulled from the same stock of kits utilized but was not the exact kit. Patient 2: again part of a kit (epidural kit), nmsa item 62674. Heidi may be able to provide more info. 8.how many occurrences happened? Two within one week. 9. Please describe the specific issue found on defective. (As needle pulled out of hub after or before use) occurred after use/after being inserted into the patient in both instances. Needle was disconnected from hub during both. Of note, both the surgeon in case 1 and the anesthesiologist in case 2 are experienced physicians and did not deviate from their typical technique using the needles.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a040102 - loss of or failure to bond. Patient problem code: f12 - serious injury/ illness/ impairment.